Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 169, 162 and 164mg/dl. The customer's expected fasting blood glucose test result range is 87 to 150mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 163 and 150mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 09/22/2017 and open vial date is undisclosed. The meter memory was reviewed for previous test result history: reviewed meter memory a 169mg/dl, (B)(6) 2016 08:19 am, fasting: yes. A 134mg/dl, (B)(6) 2016 05:47 pm, fasting: yes. A 162mg/dl, (B)(6) 2016 06:54 pm, fasting: yes. A 164mg/dl, (B)(6) 2016 06:16 pm, fasting: yes. A 145mg/dl, (B)(6) 2016 08:14 pm, fasting: yes.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 169, 162 and 164mg/dl. The customer's expected fasting blood glucose test result range is 87 to 150mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 163 and 150mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 09/22/2017 and open vial date is undisclosed. The meter memory was reviewed for previous test result history: reviewed meter memory: 169mg/dl 12/06/2016 08:19 am fasting: yes; 134mg/dl 12/04/2016 05:47 pm fasting: yes; 162mg/dl 12/04/2016 06:54 pm fasting: yes; 164mg/dl 12/03/2016 06:16 pm fasting: yes; 145mg/dl 12/03/2016 08:14 pm fasting: yes.